Manufacturer narrative:
(B)(4). Concomitant medical products: item name: vanguard cr ilok fem-rt 70, item number: 183012, lot: 203980. Item name: biomet cc I-beam tray 75mm, item number: 141224, lot: 055550. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01605/01606/01607/01661/01662/01663.

Event description:
A patient who underwent a total knee arthroplasty approximately 9 years ago has been indicated for a revision due to unknown reasons. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.